Event description:
Operator of xray (110 volt unit) felt a shock (like electro-static) when repositioning xray arm. Unit was not on but not exposing xrays. Operator was not injured. Unit was immediately turned off and not used. Dealer was instructed to remove the unit from the office. Dental unit has been forwarded to the manufacturer, sirona dental systems, bensheim, germany.